Manufacturer narrative:
Monitor sn (B)(4) was not returned to zoll manufacturing corporation (zmc) for investigation. The monitor was returned and evaluated at the distributor in accordance with procedures recommended by zmc. During ra review of the distributor evaluation on (B)(6) 2017, the evaluation indicated that the enclosure was cracked and the belt receptacle was detached, damaging the wires and creating a short in the connector pins. Based on the analysis of the distributor incident files, the damaged receptacle cannot be ruled out as a potential contributing cause of the reported service code 105. Physical evaluation of the device at zmc does not add further value in the root-cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 105 and that the connector on the monitor was damaged.